Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure there was a broken wire on the monopolar curved scissors (mcs) instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.